Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery at lunch. The customer's blood glucose level was 312 mg/dl. As the contact changed the cartridge and infusion set for the customer prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed. The contact declined further follow-up as it was thought the elevated bg level was due to the post meal status.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.